Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet following a factory reset performed with a healthcare professional due to the user previously reporting meals as less than consumed. Symptoms included sleepiness, intermittent visual disturbance described as eyes blinking or vision going in and out, and frequent urination. The lowest reported blood glucose was 58 mg/dl, and the event was treated with oral glucose in the form of approximately 4 oz of ginger ale with subsequent return to target range. Outcomes included temporary hypoglycemia without hospitalization. Investigation included troubleshooting and education with the user regarding appropriate meal announcements and device use after the reset. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear given a usual meal announcement and typical carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.